Manufacturer narrative:
Pc-(B)(4). Date sent: 11/24/2021 h2: additional information received: one photo was received for review. During the visual analysis, the following was observed: the photo shows two green reloads inside of its package and some differences could be observed: the reload on the right side presents a clearer shade of green than the reload on the left side. The reload on the right side can be seen as thinner than the reload on the left side. Also, the color clips on the right side appear to be opaque color. Based on the photo reviewed, the counterfeit product is confirmed, however, no root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2021. D4: batch # unk. H2: additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Lot number is 112a18. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Was the device used on a patient? If so, was there any patient consequence? Yes device was used and no consequences reported. Confirm if the vendor is authorized by jnj: information not available. How was the product purchased? Purchased by patient from retailer inside hospital premises. Is there an indication of how the product was distributed? No information available. Is there any indication of the source? No information available. Based on the packaging, is there any indication of which market the original genuine product may have come from? No information available

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. Later upon inspection, it appeared the product used was not authentic. Product was collected for further investigation and testing. It is unknown how the procedure was completed. There was no patient consequence.